Manufacturer narrative:
A ge representative evaluated the system and repaired a bent pin in the monitor cart cable connector. System operates as intended.

Event description:
The customer reported the system shut down during a case. No pt injury was reported.